Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed due to a faulty drawer module controller board. A field service engineer replaced the drawer power controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer had failed. The customer reported that this malfunction occurred when a user was trying to dispense narcotic medications to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.